Manufacturer narrative:
(B)(4). The unit was received and the investigation found the autobipolar feature was enabled. Autoactivation occurs only when this feature is enable. The investigation found the device to function normally and within specifications. The investigation could not determine the cause of the customer's report.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the generator self activated without anyone touching it.